Manufacturer narrative:
The unit had no button error alarm. However, the insulin pump was received with an intermittent button response due to corroded keypad traces. The unit had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and cracked battery tubethreads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 77 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.